Event description:
The patient was scheduled for an esophagogastroduodenoscopy (egd) with dilation performed on (B)(6) 2025 and an equipment/supply issues was noted. Per the gi fellow and attending physician, the procedure was successfully completed. However, upon withdrawal of the scope, a water leak was noted from the cre balloon (ref: m0055871, lot: 36146580, expiration date: 03/24/2025). No patient harm procedural complications occurred, and the egd with dilatation was completed without further issues.